Manufacturer narrative:
Concomitant medical products: dtmb1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard beeping and thought it might be from their cardiac resynchronization therapy defibrillator (crt-d). The patient was seen in the clinic and it was noted there was an alert for low left ventricular (lv) lead impedance, which was noted to be an isolated impedance measurement. The lv lead alert was programmed off and the patient continues to be monitored. The lv lead remains in use. The crt-d remains in use. No patient complications have been reported as a result of this event.